Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: update event description investigation summary investigation site: (B)(4). Selected flow: device interaction / functional. Visual inspection: the visual inspection has shown that the head of ten inserter is loose. A ten nail piece is jammed in the chuck and can not released. The article is in a used condition. The ten inserter head has some heavy hammer blows visible on the top as well on the bottom. Functional test: a functional test can not be performed of the detected damage. Further attempts (with bench vice and pliers) failed to release the jammed nail piece in the chuck. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that the head of ten inserter is loose. In the chuck is jammed a piece of ten nail. The ten inserter head has heavy hammer blows. These indication led us assume that the device encountered unintended forces, such as a mechanical overload during surgery, which finally caused the post manufacturing damages. By the evidence, that the device passed our 100% final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance's. The present article has shown that on the threaded shaft some residue of adhesive (loctite) are visible which connected the head as intended. The connection parts conformed the torque specification of 15nm per torque wrench at the time of manufacturing and passed inspection requirements. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot. Part: 359.219, lot: l609635, manufacturing site: hägendorf, release to warehouse date: (B)(6) 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There are two of these instruments on the set and the case would have been successful and no harm would have come to the patient as they would have used the second tens inserter.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the instrument won's release a nail. It is unknown when the malfunction occurred. No surgical information is available. This is report 1 of 1 for (B)(4).